Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tips broke off during tighting. No delay - see additonal information.

Manufacturer narrative:
(B)(4). Expedium dual innie castle nut tightener [product code: 2797-22-550, lot number: nw121248] was returned for evaluation. Visual examination showed that the tabs had broken off from the castle nut tightener. The fractured tabs were discarded by the customer. The device was then sent to fracture analysis.fracture analysis reveals that the fractured surfaces exhibit rough surface characteristics that extend across the entire surface suggesting that tab underwent a static overload failure. This was observed for each tightener. No material defects or other abnormalities were observed in this analysis. A hardness test was also performed, and the device was within specifications. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. As a result, no further complaint actions are required. The root cause for the tabs of the castle nut tightener breaking cannot be positively determined. However, fracture analysis reveals that the fractured surfaces exhibit rough surface characteristics that extend across the entire surface suggesting that tabs underwent a static overload failure. No systemic trends were observed in this complaint file. Therefore, this complaint file will be closed with no further action required.